Manufacturer narrative:
This report is submitted on 28 apr 2021.

Manufacturer narrative:
The initial date of awareness was april 21, 2020. This report is submitted on may 26, 2020.

Manufacturer narrative:
This report is submitted on may 07 2020.

Event description:
Per the clinic, the device extruded and the patient underwent revision surgery to reposition the device (date not reported).